Event description:
Two incidents occurred on oncology unit. Chemo was running through piggyback set into middle ultrasite y-site. The sets leaked just below middle y-site. One pt's skin came in contact with the chemo drug. No injury was reported.